Event description:
It was reported that the patient experienced symptoms of sleepiness starting (B)(6), 2012.

Event description:
It was reported the patient was in the hospital and recently had some changes made to her medication. The previous day the patient was not breathing; they considered putting her on a ventilator. The patient was very groggy and experienced phantom pain. The recent changes caused her to be more obtunded. The dose of the medication was decreased. The patient was given a narcan drip which helped reverse things. The physician was planning to turn off the pump or stop the infusion. The pump was delivering bupivacaine and morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709, serial# (B)(4), implanted: 2004 (B)(6), explanted:unk (B)(4).